Manufacturer narrative:
The product was discarded by the user and was not available for evaluation. A database review of the lot number revealed no other reported occurrences of this nature. The product labeling provides information and precautions for handling, opening and mixing the dialysate, including use of personal protective equipment. Information is also provided regarding first aid actions to take in the event of eye contact. Nxstage medical considers this report closed. No additional information will be provided. This report and the information contained herein is submitted to the food & drug administration under 21 cfr part 803 and represents the information available to the company at the time of the report.

Event description:
A report was received on 13 jul 2018 from a nurse stating that fluid from a dialysate bag splashed into the eyes of an adult female nurse on (B)(6) 2018 causing a burning sensation. Her eyes were flushed with a zero-potassium solution (nos) and unspecified antibiotic eye drops were prescribed. She recovered without sequelae and returned to work the following day.